Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? Can you please clarify what occurred with the device when there was ¿a problem during use¿? Where within the gap setting scale was the orange indicator prior to firing? Was it not possible to fire the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? Were there any staple formation issues identified? If yes, please describe. Were there any patient consequences?

Event description:
It was reported that during an unknown procedure, after the product's usage in the surgery, it was notified that there was a problem during use; however, the surgeon was not sure if it's the device's fault or the device was not used correctly. The surgery was continued with a similar device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Corrected data: type of reportable event: not reportable . Additional information was requested and the following was obtained: what type of procedure was the device used in? The device was used in an open stomach surgery. Can you please clarify what occurred with the device when there was ¿a problem during use¿? An anastomotic leakage was said to be occurred after the device was used. Where within the gap setting scale was the orange indicator prior to firing? No detailed information on where the orange indicator was. The surgeon said the device was used accordingly to the IFU. Was it not possible to fire the device? The device could be fired. Did the healthcare professional receive audible & tactile feedback when firing the device? There was no information on any vocal feedback. Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? Were there any staple formation issues identified? If yes, please describe. Any issue regarding the staple formation was not notified. Were there any patient consequences? No patient consequence. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.